Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent out-of-range shock impedances. The associated right ventricular (rv) lead is a single coil lead. This device has never delivered a shock. Boston scientific technical services (ts) recommended performing a high energy shock to evaluate real impedances, increasing shock alert limits to 150 ohms and continued monitoring. No adverse patient effects were reported.